Event description:
It was reported that this inflatable penile prosthesis pump and tubing were replaced as the pump was hard to use as it was riding up too high. No patient complications were reported.